Event description:
It was reported that during a colon procedure, the device impossible to squeeze the handles. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Date sent: 07/05/2006. H6: code 400, 100, 68 = firing mechanism damaged. A1,2,3,4; b6,7; d8, 11: information was not provided by the affiliate. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembeled to verify the condition of the internal components and the left shroud pinion axle support was found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.